Manufacturer narrative:
(B) (4). (B) (4). The device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone.

Event description:
It was reported that during an unk procedure, the device would not be closed. Another device was used to complete the procedure. There were no adverse consequences for the pt.